Manufacturer narrative:
Concomitant medical products: 60ml monoject syringe. The customer's request for an event log review to determine the programming was completed. No product malfunction was alleged. The pcu event log shows that at 2:06 pm on (B)(6) 2017 the pca module was programmed to infuse a pca dose + continuous infusion of hydromorphone pca IV 0.2mg in 1ml. The infusion continued until 10:09 am on (B)(6) 2017. During the infusion, the user changed the continuous dose to 0.5mg/hr and the max limit to 1.2mg/1hr at 5:04 pm. The max limit was changed to 1.7mg/1hr at 5:06 pm. The syringe was changed at 1:10 am on (B)(6) 2017. There were a total of 31 pca dose requests delivered and 193 pca dose requests not delivered due to the lockout interval. Devices not received, log review only.

Event description:
The customer reported that the patient was receiving a continuous infusion of hydromorphone pca (0.2mg/ml). The patient experienced a decreased oxygen saturation, shallow breathing, was non-interactive and tachycardic. Oxygen and an unspecified dose of naloxone were administered. The pca was discontinued and the patient recovered from the event. The intended programming was ¿(B)(6) 1130: pca 0.2mg, lockout 10 min, basal rate 0.2mg/hr; (B)(6) 1730: pca 0.2mg, lockout 10 min, basal rate 0.5mg/hr; (B)(6) 1000: pca 0.2mg, lockout 10 min, no basal rate." It was reported that ¿due to extreme pain from trigeminal neuralgia, patient was unable to tolerate application of end tidal co2 monitor.¿ the facility¿s pharmacist reviewed the knowledge portal data and it was calculated that a total of 15.3mg including basal and demand doses was delivered. An event log review from (B)(6) 2017 1407 through (B)(6) 2017 1009 was requested to determine the settings that were programmed during this time period.

Event description:
The customer reported that the patient was receiving a continuous infusion of hydromorphone pca (0.2mg/ml). The patient experienced a decreased oxygen saturation, shallow breathing, was non-interactive and tachycardic. Oxygen and an unspecified dose of naloxone were administered. The pca was discontinued and the patient recovered from the event. The intended programming was ¿(B)(6) 1130: pca 0.2mg, lockout 10 min, basal rate 0.2mg/hr; (B)(6) 1730: pca 0.2mg, lockout 10 min, basal rate 0.5mg/hr; (B)(6) 1000: pca 0.2mg, lockout 10 min, no basal rate." It was reported that ¿due to extreme pain from trigeminal neuralgia, patient was unable to tolerate application of end tidal co2 monitor.¿ the facility¿s pharmacist reviewed the knowledge portal data and it was calculated that a total of 15.3mg including basal and demand doses was delivered. An event log review from (B)(6) 2017 1407 through (B)(6) 2017 1009 was requested to determine the settings that were programmed during this time period.

Manufacturer narrative:
Cont¿d from d.11: 60ml monoject syringe. The customer's request for an event log review to determine the programming was completed. No product malfunction was alleged. The pcu event log shows that at 2:06 pm on (B)(6) 2017 the pca module was programmed to infuse a pca dose + continuous infusion of hydromorphone pca IV 0.2mg in 1ml. The infusion continued until 10:09 am on (B)(6) 2017. During the infusion, the user changed the continuous dose to 0.5mg/hr and the max limit to 1.2mg/1hr at 5:04 pm. The max limit was changed to 1.7mg/1hr at 5:06 pm. The syringe was changed at 1:10 am on (B)(6) 2017. There were a total of 31 pca dose requests delivered and 193 pca dose requests not delivered due to the lockout interval.